Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
It was reported that a patient was admitted (B)(6) 2016 after outside lab work (B)(6) 2016 revealed severe anemia. On admission hgb was 4.9gm/dl and hct was 17.2%. Stool sent (B)(6) was positive for occult blood (B)(6) 2016. She reported a 5 day history of extreme lightheadedness. At home she was on asa 81mg and warfarin 3mg daily to which both were discontinued on admission. She was transfused with 4 units prbcs on (B)(6) 2016 and started on IV pantoprazole. She was transfused with 3 units ffp on (B)(6) 2016. Gi was consulted (B)(6) and recommended therapeutic endoscopy, after inr was allowed to drift down to 1.5. On (B)(6) 2016 inr was 1.6 and she underwent upper gi endoscopy which did not reveal a source of upper gi bleed. On (B)(6) 2016 she underwent colonoscopy which also showed no evidence of bleeding. The patient's hgb and hct remained stable and she was discharged home (B)(6) 2016 with instructions to continue holding asa and warfarin.